Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that the patient expired of "multisystem organ failure."

Event description:
Additional information: the msof cause was not documented but the patient was "very sick" prior to the implant of the hmii. The event is not believed to be device related. The product was not returned.

Manufacturer narrative:
The pump was not explanted - explant date removed. Due to the device not being available for evaluation, a correlation between the lvad and the reported msof could not be confirmed. However the device¿s approved labeling lists multisystem organ failure and death as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.